Manufacturer narrative:
Sensor serial number and device mfg date have been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was not returned. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (indicating initial factory state). The sensor was activated using a retained reader. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been returned based on the returned serial number (B)(4). Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the sensor plug is returned, an investigation will be performed.

Event description:
A caller reported that a customer¿s adc freestyle libre sensor displayed a "scan again in 10 minutes" message on the same day as sensor application, which persisted for more than 2 hours. The customer subsequently lost consciousness and an ambulance was called. The customer was diagnosed with hypoglycemia and treated with glucose injection by the emergency doctor.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a customer¿s adc freestyle libre sensor displayed a "scan again in 10 minutes" message on the same day as sensor application, which persisted for more than 2 hours. The customer subsequently lost consciousness and an ambulance was called. The customer was diagnosed with hypoglycemia and treated with glucose injection by the emergency doctor.